Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronics. The pump was received with moisture damage at the motor. The pump was received with a minor scratched display window, a cracked case at the display window corner, a cracked reservoir tube lip, and a cracked lcd window.

Event description:
The customer reported via phone call that she dropped the insulin pump in the toilet and it is not working at all. Customer stated that the belt clip broke and she placed the pump on her pants. When she was going to the bathroom, the pump fell in the toilet. Customer reported that there is fluid under the lcd display. Customer stated that she inserted another battery but the pump was not turning on. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.